Event description:
This ra lead was implanted on (B)(6) 2017 and was explanted on (B)(6) 2017. This ra lead was explanted due to infection . The physician was dr. (B)(6) at (B)(6) in (B)(6) canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).